Event description:
It was reported that the stent moved on the balloon. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex coronary artery. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, when passing through a previously placed stent in the left main trunk to the left anterior descending artery, the struts interfered causing part of the mounted stent to peel off and damaged. The device was removed, with the stent still mounted on the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported.